Event description:
It was reported four days after placement of the tri-funnel replacement gastrostomy tube; the tube allegedly dislodged and fell out of the patient. It was further reported that the feeding tube was replaced. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one 20fr tri-funnel replacement gastrostomy feeding tube was returned. A visual and microscopic evaluation was perfumed. Residue was observed throughout the sample. A c-shaped split was noted near the center of the balloon. The surrounding material near the split site had a distended shape memory. The observed sample condition is consistent with a balloon burst. Therefore, the investigation is unconfirmed for feeding tube dislodgement and confirmed for balloon rupture. The balloon rupture likely contributed to the reported dislodgement. However, a definitive root cause of the balloon rupture could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Possible contributing factors include external manipulation, improper size, improper placement and/or over inflation; however, the return sample could not confirm the definitive root cause(s). Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The lot number for the device was not provided, therefore, the device history records were not reviewed. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported four days after placement of the tri-funnel replacement gastrostomy tube; the tube allegedly dislodged and fell out of the patient. It was further reported that the feeding tube was replaced. There was no reported patient injury.